Manufacturer narrative:
Our product evaluation lab received one model 12tlw803f catheter with attached bd 1.0 ml syringe. The reported issue of the balloon would not inflate was confirmed. The balloon was found to be ruptured. The ruptured edges did not appear to match up. There was no visible damage or inconsistency observed from the catheter body and windings. Thru-lumen was patent without any leakage or occlusion. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was completed to assess for any manufacturing-related processes which could be correlated to the complaint. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use, the balloon of the fogarty catheter did not inflate during inflation test. There were no patient complications reported.